Event description:
It was reported that pump displayed malfunction code 9 with no notable events occurring beforehand. There was no adverse impact to the customer¿s blood glucose level. Customer contacted technical support, who provided instructions and assisted with resetting pump, confirmed malfunction did not recur, advised that pump use could continue, and instructed customer to call back if any malfunction code appeared again, which customer acknowledged and understood.